Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a surgeon was under the impression that a shunt patient of theirs may be experiencing reverse polarity. The patient was implanted in (B)(6) 2017, and a march CT scan showed over drainage at a setting of 2.0. The settings were then adjusted to 2.5 to decrease drainage. According to the report, the surgeon sent pictures of an x-ray of the valve to a design engineer at medtronic, but the picture was inverted. The surgeon then pulled up the x-ray exam on a monitor in the operating room (or) and a picture was sent to the design engineer again. With this correctly orientated picture, they were able to determine that the shunt was set between 0.5 and 2.5 causing it to operate at the 2.5 level. This was the level the surgeon was hoping for. Reportedly, even with that information, the surgeon seemed to believe the valve was suffering from reverse polarity since in (B)(6), a follow-up magnetic resonance imaging (MRI) demonstrated extreme ventricular decompression with bilateral subdural fluid collecti ons from overdrainage and removed the shunt from the patient.